Manufacturer narrative:
Supplemental report was created to correct the following: h.device manufacturers only. 6. Adverse event problem in health effect - impact code.

Event description:
It was reported that patient experienced infection and system was explanted product is available to be returned. No additional patient effects were reported.

Event description:
It was reported that patient experienced infection and system was explanted. No additional patient effects were reported.